Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve was noted to be less expanded in the middle, so the operator decided to post-dilate with an extra 1ml. Due to ectopic beat, and pacing with the lv wire, pacing was lost during balloon inflation and the valve embolized. The embolized valve was quickly re-inflated with bav, and pulled between the carotid artery and the left subclavian artery. A second valve was deployed successfully. Patient was well and was discharged on post operative day 1.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. There were no allegations of an edwards device malfunction. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into the aorta was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'post dilating with an extra 1ml, lost capture, due to ectopic beat and pacing with the lv wire, when balloon was inflated and valve embolized. The embolized valve was quickly re-inflated with bav and pulled between the carotid artery and the left subclavian artery'. In this case, the extra beat (ectopic beat) disrupted the regular heart rhythm, and the rapid pacing during the post-dilation. Rapid pacing disruption or loss of capture could cause sudden delivery system movement during deployment, and the fully inflated balloon (with valve) could push toward aorta; subsequently, it resulted in valve embolization into aorta. Per training manual, 'loss of capture during rapid pacing can cause sudden delivery system movement during deployment'. As such, available information suggests that patient factors (ectopic beat) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.